Manufacturer narrative:
A ge rep evaluated the system and replaced the footswitch and its connector. System operates as intended.

Event description:
The customer reported poor image quality - flickering images. No pt injury was reported.